Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic position, a perclose failed. There was no report of any major bleeding or intervention. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).